Manufacturer narrative:
Technical support instructed the account to inspect the hi/low drive ball screw assembly. Repairs have not been completed.

Event description:
The account stated the hi/low function is drifting down slowly. The account has replaced the hi/low motor but the issue remains.